Event description:
It was reported that a leak was observed on a basal/bolus infusor. The leak occurred near the connection between the luer adaptor at the end of the patient line and an unknown 3rd party filter. The drug(s) administered to the patient is unknown. There was patient involvement reported, however there was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4).evaluation summary: a non-baxter luer adaptor-filter was received attached to the distal luer of the infusor. Visual inspection revealed the luer adaptor-filter was cracked and a leak was observed from the luer adaptor-filter. The luer adaptor-filter was attached to a similar infusor device and leakage was again observed from the luer adaptor-filter connection. Visual inspection and functional leak testing did not identify any evidence of a leak in the baxter nfusor. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. When the tubing was unclamped a leak was observed on the luer adaptor-filter connection. Subsequent examination revealed the cause of leakage was due to a crack on the luer adaptor-filter connection. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.